Event description:
According to the available information the implant was explanted and replaced due to a break in the tubing. The doctor was able to access the left cylinder through right corportomy indicating that there must have been some form of crossover proximally.